Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as shingles. There was no alleged device malfunction contributing to the irritation. The patient¿s physician cared for the area and said to temporarily remove the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.